Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, suspected occasional t-wave oversensing (twos) noted in stored episode (B)(6) 2017. The rv lead remains in use. No patient complications have been reported as a result of this event.